Manufacturer narrative:
The device was received for evaluation. During functional testing, an failed upstream occlusion was not reproduced. No component could be determined for causality and therefore no correction was required. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.